Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. This was confirmed as the manufacturers evaluation revealed the rotor grazes at the control electronics. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse of the device due to damage to the control electronics of the device as it is grazed by the rotor.

Event description:
It was reported that the device is getting warm. There was no harm for patient, operator or third party reported. No further information was received.